Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead exhibited a high capture threshold with a significant increase, which caused loss of capture. It was also observed that the rv lead showed high pacing impedance, with a threefold increase. Programming changes were made. The patient was in stable condition.